Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of 646 ohms and the inability to capture at 10 volts. As a result, the lead was explanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism was unable to extend, likely due to dried blood in the mechanism. Dried blood and possible tissue were noted in the helix housing as well. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.